Event description:
Ge central station v2 as well as ge cts running clinical application 7.0.6 and 7.0.7 using ekpro ver. 11 or 13 can have a extensive delay in recording alarm events and disclosure data for review. The most recent ge carescape central stations can have up to a 2 minute delay in flagging arrhythmia alarms to the event log as well as provide reviewable EKG disclosure data. It is our opinion delaying access to the patient alarm events log as well as disclosure wave data compromises patient safety causing a dangerous delay on patient treatment. There are some arrhythmia events that take several seconds to become an audio and visual alarm and the EKG wave can nearly exit from the screen before a perceivable alarm initiates. In instances were the 2" event strip printer is off-line the immediate reaction from staff is to quickly review the event by selecting 'single viewer', clicking disclosure, select the event from event log bringing up disclosed wave data. The extensive delay in logging events and wave data is being perceived as "missed alarms" and so compromising our confidence is the system's ability to accurately report actionable arrhythmia events. Manufacturer response: for cscs central information center, carescape platform (per site reporter). Manufacture does no perceive event logging delay as a patient safety risk: our clinical staff whole heartily disagrees the level of risk the time delay creates. We have recently bee notified that the manufacture is working on a software revision to reduce he delay down to ~ 15 seconds.